Event description:
Boston scientific received information that this right atrial (ra) lead exhibited out of range impedances of greater than 2,000 ohms, no sensing, and no capture at maximum outputs. The physician elected to surgically cap and replace the lead during a normal device replacement procedure. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.